Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported damaged sterile packaging were identified while inspecting circulated items. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6. Visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. He likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.